Event description:
Received request to evaluate the device because the pt was transported to the hosp. There was no alleged malfunction. It was reported that the pt complained of not feeling well throughout the morning and progressively became unresponsive. It was noted by the caretaker that the pt did not appear to be breathing well. 911 called. The pt was manually ventilated by the ems crew via ambu bag. Pt appearance was noted to have immediate improvement. Upon arrival to the hosp, the pt was responsive and coherent. Caretaker reported that minimal treatment was required. Pt returned home the same day. Respiratory therapist received pt at home. A new circuit was placed on the device and the alarms were readjusted.